Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the suture was deployed without issue. When the prostyle device was being removed from the patient, it became stuck past the o-ring area of the device. A surgeon was called to assist. A computed tomography scan was performed. Using hemostats to create a tunnel to the vessel, the device was noted to be caught on some tissue. The patient has situs inversus which is thought to be the cause of the device becoming stuck. The prostyle was pulled out without any tissue damage; however, there was additional blood loss due to removing the device. The patient received a blood transfusion. Another prostyle device was deployed and did not achieve hemostasis. Manual compression was used to achieve hemostasis. There was a reported clinically significant delay in the procedure and prolonged hospitalization for monitoring the groin. The patient was noted to be stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.